Manufacturer narrative:
Upon completion of the investigation it was noted that the siphon guard was visually inspected: no defects were noted. The siphon guard pathways 1 and 2 were tested, the siphon guard passed the test. Review of the history device records confirmed the siphon guard product code 82-3090 with lot ctpbzb, conformed to the specifications when released to stock on the 27th january 2016. No root cause could be determined as no problem was found with the siphon guard. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
(B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
Sales rep will receive more details about the incident today when she pick up the product for return.